Event description:
It was reported prior to a procedure that there was surgical lubricant coming out of the tip of the device. The lubricant was described as a light brown/orange color. There was no pt involvement. There was minimal delay while a back-up device was obtained. The procedure was completed without any adverse consequences.

Manufacturer narrative:
H6: the device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.